Event description:
It was reported that the programmer would not power on. The caller plugged the programmer into a power outlet and flipped the power switch, but the programmer would not turn on. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).